Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip revision procedure on an unknown date. Subsequently, patient underwent hardware removal in 1958, an acetabular cup revision in 1972, revisions due to unknown reasons in 1974, 1983, 1984, 1990, and 1993. Patient underwent an irrigation and debridement procedure on (B)(6) 2009. Subsequently, patient was further revised on (B)(6) 2009 due to infection. The modular head and acetabular cup were removed and replaced. Patient has undergone multiple revisions due to severe bone loss. As a result, patient underwent an open reduction and internal fixation on (B)(6) 2011 due to a fractured femur resulting from a fall. Operative report noted the stem was grossly loose from what remained of the distal femur. An orthopedic salvage system was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04864 / 04865 & 2014-02581).